Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 80 patient samples tested for a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (hba1c) on the cobas integra 800. The customer stated that all 80 results needed to be corrected. Of the 80 samples, the customer provided examples of three patient samples that had erroneous initial hba1c results that were reported outside of the laboratory. The first sample initially resulted as 13.0 %. The sample was repeated on a different cobas integra 800 analyzer, resulting as 9.0 %. The second sample initially resulted as 10.4 %. The sample was repeated on a different cobas integra 800 analyzer, resulting as 7.1 %. The third sample initially resulted as 10.7 %. The sample was repeated on a different cobas integra 800 analyzer, resulting as 7.1 %. The patients were not adversely affected. The hba1c reagent lot number and expiration date were asked for, but not provided. The customer stated that controls run at the beginning, middle, and end of the run did not indicate that there was a problem. The field service engineer determined that both sample z motors were outside of specification. He replaced the z motors, rotor motor, rotor belt, sample probes, and z ropes. It was verified that there were no alarms on the analyzer when going into standby. The customer has not had any further issues since the service actions were performed.